Event description:
It was reported that the patient stated that her "bladder was not empty correctly". This was discovered after the patient had a pelvic ultrasound several weeks ago. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v855586, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).